Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation by MFR: a visual inspection showed the sheath assembly was kinked. A microscopic analysis showed that the imaging window and drive cable were twisted. The media attached to the complaint also showed these damaged. Regarding the observed kinked sheath, this can occur during the advancement maneuvers and due to the reported anatomical factors, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel, the device could bend and collapse into a kink. Also, since the device history record review confirmed that the device met all manufacturing specifications, adverse event related to patient condition is the assigned as-analyzed cause code for this issue.

Event description:
It was reported that the catheter twisted. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, as soon as the catheter was connected, it coiled and could not be used. The catheter was replaced with another different device, and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the catheter twisted. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, as soon as the catheter was connected, it coiled and could not be used. The catheter was replaced with another different device, and the procedure was completed successfully. There were no patient complications.